Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges leaked from the septum after the cartridges were filled with 200 units. A new cartridge was successfully loaded after each event. There was no reported impact to customer's blood glucose (bg) for the past event. At the time of report, bg was 256 mg/dl.